Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat pelvic organ prolapse and rectocele. It was reported that after implantation patient experienced pain, erosion, infection, bleeding, urinary/bowel problems and underwent mesh removal on (B)(6) 2009 due to erosion. (B)(4) - urinary/bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat pop on (B)(6) 2009 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced a post operative hematoma and had mesh erosion in the posterior vagina. The patient underwent mesh removal on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced leakage, bloody and foul-smelling vaginal discharge, and hemorrhage.

Event description:
It was reported that following insertion the patient experienced leakage, bloody and foul-smelling vaginal discharge, and hemorrhage.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and dysuria.

Event description:
It was reported that following insertion the patient experienced urinary tract infection and dysuria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nocturia.

Event description:
It was reported that following insertion the patient experienced nocturia.